Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: b5: during subsequent follow-up with the reporter additional information was obtained. The reporter clarified that the robot was mounted to the bed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a knee surgery, it was observed that the robotic-assisted solution satellite station device was jerky during cuts on the femur, cuts were off on the femur, pin technically moved and the spatial awareness was off. It was reported that the surgery was completed manually. It was reported that the device was being used with a robotic assisted base station device. There were no delays in the procedure reported. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: results received from the engineering team: investigation summary: investigation summary: the device log files for this event were reviewed. Reported condition was confirmed. After evaluation it was determined that the investigation could confirm the reported issues that, "it was reported that the robot is jerky and the spatial awareness is off. Pin technically moved and cuts were off on the femur. " however, "cuts were off on the femur" could not be confirmed as the pointer tool was not utilized to check the resection planes. The investigation found clear evidence of femur array movement during the posterior cut step. During the medial posterior condyle cut, the array abruptly moves and requires the robot to correct itself likely leading to what the user perceived as the robot being jerky. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Please ensure the array is properly secured during the procedure to avoid array movement. If the verify checkpoint step cannot be completed, please do not continue the operation. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments. Use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments -use ¿verify checkpoint via toolbox¿ to confirm that the bone arrays have not moved. If the bone array has moved and resections have not started:- check that the array clamp is securely attached on the array drill pins- check that the bone array is securely connected to the array clamp- re-acquire checkpoints and anatomical landmarks. Otherwise, proceed using conventional manual procedure. The investigation found evidence of excessive leg movement during femur and tibia cut steps. The system relies on the precise position of the leg and arrays for accurate spatial mapping. Excessive movement can shift these reference points. So, an excessive leg movement during the resection steps could result in inaccurate calculation of spatial accuracy. During operation the robot moves rapidly. Robot movement is generally caused by the system not being properly mounted to the bedrail. The patient¿s leg must be stabilized during resections. The surgeon¿s preferred leg holder may be used to stabilize the leg if it does not inhibit the function of the velys¿ robotic-assisted solution. Prior to each resection, ensure the leg is stabilized in the desired position. The IFU outlines: any large leg/robot movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. Pin movement: per wo fse removed wedge between holding arm and satellite station, then lowered holding arm into its normal stacked position. System is now performing as intended. This wedge may have potentially caused the robot movement to be unstable or inconsistent in addition to the array movement and excessive leg movement. Recommendations: it is recommended that the user follow the guidance on IFU, instrumentation: assemble array to clamp. It is recommended that the user follow the guidance on IFU intraoperative use: attaching the bone array to the array clamp. It is recommended that the user follow the guidance on IFU system troubleshooting: bone array moved during the procedure. It is recommended that the user follow the guidance on IFU intraoperative; use initial manual positioning.- place the knee in a stable position, flexed between 90 degrees and 110 degrees.- position the center of the device array interface at 25mm (1 inch) below the femoral epicondyles.- position the center of the knee at approximately 180 mm (7") from the device array interface.- ensure the leg and the holding arm are both vertically aligned.- ensure the planned implant axis (and not the bone axis) is aligned with the device axis. The investigation found that the most probable root cause of the reported issue is potential array movement and excessive leg movement however the root cause could not be determined.